Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted due to urinary stress incontinence and 3rd degree vaginal/uterine prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent paravaginal repair w/rectocele repair, bilateral sacrospinous copal fixation, perineoplasty and intraoperative cystoscopy. It was reported that patient underwent flexible cystoscopy on (B)(6) 2014 due to frequency. (B)(4).